Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. It was also reported that the implantable pulse generator (ipg) could not re-engage the set screw when the atrial lead was revised. The lead was revised and remains in use. The device was explanted and replaced. No patient complications have been reported as a result of this event.